Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer called in to report having a repeated recoverable error on universal surgical manipulator (usm) 1. Technical support engineer (tse) verified 319 errors on axes controller carriage (acc) of usm 1. Prior to calling in, customer power cycled system, but issue persisted. Tse walked the customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc), but error came back on power up. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found that was confirmed and replicated. In artemis, the 319 error was found indicating node 180 is not present at startup, node name: axes controller carriage (acc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where 319 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where check all boards was found to be failing on acc. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the rolling loop fiber was found to be the root cause of the reported event.